Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 16-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported a "poster displayed at the (B)(6): case study of a 3rd degree thermal injury received after a cooled radiofrequency ablation of the genicular nerves for treatment of chronic knee pain. 8 weeks status post procedure thermal would measured 22 mm x 18 mm. Post procedure wound care for 4-5 months involved daily dressing changes consisting of topical bacitracin ointment and a gauze covering. No signs or symptoms of infection noted during patient's follow up visits. Status post cooled radiofrequency ablation: patient reported 100% relief of his right knee pain with improved ambulation & function."